Event description:
On (B)(6), 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. Following deployment of the trunk-ipsilateral leg component, an aortic extender component was deployed followed by a medtronic 32mm extension component to achieve proximal seal. After ballooning with a medtronic reliant balloon catheter, which was reported to be severe, no endoleaks were visible and the result was accepted by the physician. The procedure concluded and the pt was taken into recovery. Some time later, the pt's condition deteriorated. Computed tomography was performed, which revealed a rupture of the aorta proximal to the implanted components. The pt was taken into emergency surgery; however, the pt expired. The physician stated that the rupture and subsequent death was due to the ballooning of the proximal device components.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.